Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. Investigation unable to repeat customer's reported problem. During investigation the pump was found to be displaying "1870" message on power up. Investigator's recommend the pump motor to be replace as a preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed alarm code 1870. There was no reported injury to the patient.